Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after starting on the ilet pump, having taken long-acting insulin at pump initiation, eaten dinner, and then engaged in a brisk 30-minute walk; the device alerted to a low, the lowest reported glucose was 63 mg/dl, and glucose at call end was 75 mg/dl. Symptoms included no reported clinical manifestations. Outcomes included correction of hypoglycemia with oral carbohydrates (milk, gummies, vanilla wafers) without need for outside assistance or medical intervention. Investigation included complaint intake review and troubleshooting with education per training guidance. Investigation of this case revealed that the event was consistent with hypoglycemia of unclear cause, with contributing factors possibly including overlap with long-acting insulin and recent exercise, and device function was not reported to be abnormal. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.